Event description:
It was reported that there was a question as to whether the device was at eri (elective replacement indicator) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. We did receive performance data collected from the device and have analyzed the data. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2012, device eri<=2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(6) 2012. 1 - patient alert for low bv on (B)(6) 2012 03:00:03.